Event description:
A peritoneal dialysis pt reported that when she powered down the cycler and opened the door to remove the cassette, the cassette drain line tubing was off of the cassette. Reportedly, there was a little fluid inside of the cassette door. There is no report of pt ill effect. There is no sample available for eval.